Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced intermittent complete heart block it was reported that a patient, with a history of bradycardia, underwent an atrial fibrillation ablation with a farawave catheter on (B)(6) 2025, during which sinus rhythm was restored following intraprocedural cardioversion, but a complete heart block was observed. Post-procedure electrocardiogram (EKG) showed a second-degree atrioventricular (av) block with two to one av conduction. A treadmill stress test on (B)(6) 2025 demonstrated sinus rhythm with complete heart block with a narrow junctional escape rhythm. With exercise, the patient remained in complete heart block with accelerated junctional rhythm. The patient continued experiencing fatigue. The event was believed to be related to the worsening of a pre-existing av conduction disorder. Multiple diagnostic evaluations were performed, including ekgs and a stress test, and corrective action consisted of implanting a dual-chamber permanent pacemaker on (B)(6) 2025, after which the event was considered resolved with sequelae on (B)(6) 2025.